Manufacturer narrative:
MFR's report date 5/9/97. The pump was returned and evaluated. The pump passed accuracy testing, however the gap between the follower housing and the pressure plate was found to have narrowed. It has been determined that, as a result of instrument wear or improper maintenance, the gap in the pump mechanism may narrow. If the gap becomes too narrow, it may become more difficult to correctly install the IV tubing, which may result in an overinfusion. In addition, the correct set loading procedure should be followed per the directions for use (page 9) which states "close the mechansim by pushing the orange latch to the left. Verify that the tubing is fully within the mechanism and the air in line detector. Do not use the door to close the orange latch". The MFR has implemented a label instructing the user on proper loading of the IV set with a warning that misloading the set may result in a freeflow condition. A safety alert, dated april 11, 1997, has been mailed instructing the user to: a) measure the mechanism gap. B) replace the follower housing assembly if necessary. C) ensure that the set is correctly loaded into the pump mechanism.